Event description:
Additional information was received 19jun2023: the procedure was completed with another same type device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 corrected information: h6: component code (annex g). Event description: as reported, during a flexible ureteroscopic, lithotripsy, and stone removal, an ncircle tipless stone extractor could not capture the stone. When the device was retracted from the patient, the basket was found to have a basket wire detached from the distal end. The procedure was completed with another same type device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned without package or label. There were a few bends on the sheath. When the handle was actuated, the basket did open and close. A basket wire was broken. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a broken basket wire. It is possible the wire was exposed to a laser or other electrified device or possibly excessive force during use. No details related to the procedure were known, so the cause or likely cause of the issue could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer name and address = phone number: (B)(6). G4: PMA/510(k) number = exempt. H3: device has been returned. And preliminary evaluation has been performed. However, our investigation is ongoing. And device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803, and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a flexible ureteroscopic, lithotripsy, and stone removal. An ncircle tipless stone extractor could not capture the stone. When the device was retracted from the patient, the basket was found to have a basket wire detached from the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention, and did not experience any adverse effects due to this occurrence. Additional information regarding event details has been requested, but is not available at this time.